Event description:
It was reported, during preparation the needle is dripping at the hose attachment. There is no impact on patient, user, or third party. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be manufacturing related. One 19 g x 0.75 in. Powerloc ez infusion set was returned for evaluation. An initial visual observation showed a very small amount of use residue on the returned sample. The returned sample was flushed with a 12 ml syringe of water and a dripping leak was observed emanating from the proximal end of the needle housing, where the extension tubing enters the needle housing. A microscopic observation revealed a gap between the extension tubing and the adhesive fillet. What appeared to be small voids in the adhesive were also observed between the extension tubing and the needle housing. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported, during preparation the needle is dripping at the hose attachment. There is no impact on patient, user, or third party. No other information was provided.